Event description:
This is a spontaneous case report received from a consumer in united states on 10-oct-2014 which refers to herself who had essure (ess205) (fallopian tube occlusion insert) inserted sometime in 2006 for contraception. It was reported that in 2013 her periods started lasting for months; she stated that she had to wear 5 pads at a time. No further information was provided. Follow-up information received on 28-oct-2014 and additional information received on 05-nov-2014: consumer is (B)(6) year-old. The consumer´s weight was (B)(6). Her concurrent condition included obesity. Her ethnicity was updated. Drug allergies, non-drug allergies, alcohol use and smoking history were denied. Consumer reported that she had essure inserted in (B)(6) 2006 and, in the same month ((B)(6) 2006), she experienced the event. She was hospitalized for three weeks. Consumer does not have the lot number. The outcome of the event was reported as other (not specified). According to her, essure need to be removed. Ptc investigation result was received on 19-nov-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: case upgraded to incident. This is for essure product ess205 since the patient had placement in 2006. The sap number for 305 had to be used in the devacom system since the 205 product was not set up in sap. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality defect per se. No batch number was reported. Without this information, no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to (B)(6) year-old female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and she experienced periods have been lasting for months and use 5 pads at a time. The event periods have been lasting for months and use 5 pads at a time is serious due to hospitalization and listed for essure in the reference safety information. During essure micro-insert therapy menses pattern changes may occur. In this case, the consumer experienced this event in the same month of essure insertion and she was hospitalized for three weeks. Essure were not removed. An alternate explanation is not available. Based on the information received, a causal relationship between the reported event and suspect insert cannot be excluded. This case was upgraded from non-incident to incident since consumer was hospitalized due to the reported event. The technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.